Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an "er2" warning issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012, at 9 am. She denied taking any medications to manage her diabetes and it is unknown if due to the alleged issue the patient made any changes to her usual diabetes management routine. The patient claimed at an unrecalled time after the alleged issue started she felt lightheaded, dizzy and passed out. In response to her symptoms, on (B)(6) 2012, she was taken to the emergency room (ER), where her blood glucose was tested with an ER meter and an unrecalled result was obtained. She also reported receiving treatment in the form of food and/or drink from her health care professional. During the initial call with customer service, the agent noted that the patient was using the correct testing procedure and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.